Event description:
It was reported the pt lost stimulation. The pt stated he charges his ipg every three months and he last charged a few days ago. He reported that the ipg is no longer able to communicate with the programmer and charger. A replacement charger was unable to resolve the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.